Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the dilator and sheath were bent. It was also noticed that the inner liner of the sheath peeled off and there were residues inside the sheath. The dilator was inserted through the sheath and resistance was felt during the insertion due to the devices bent and the residues of the inner liner remanent inside the sheath. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a cystoscopy and ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the access sheath was introduced into the ureter. However, the inner sheath became trapped inside the outer sheath and caused it to become occluded. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the sheath was damaged; therefore, this is now an MDR reportable event.